Event description:
It was reported to boston scientific via an article published in urology that a retrospective review was conducted to compare the safety and efficacy of the sandwich method of greenlight photoselective vaporization (glpvp) with bipolar transurethral resection (b-turp) to safety and efficacy of the enucleation method to treat patients with benign prostatic hyperplasia (bph). The medical records of 96 patients who underwent treatment between january 2014 and december 2021 were reviewed. From these records, 55 patients underwent the sandwich method of treatment where glpvp and b-turp were combined, and 41 patients underwent enucleation treatment. All procedures were performed at one tertiary medical center in taiwan. All patients were over 50 years and had a prostate volume greater than or equal to 80 grams. Patients with concomitant bladder cancer or prostate cancer, and patients who had lower urinary tract symptoms (luts) luts due to a medical disease other than bph were excluded from the study. The sandwich procedures were performed using the following method: glpvp with a 180 watt greenlight xps laser system was first used to ablate the prostatic adenoma tissue through vaporization to the maximal depth. Then, b-turp was subsequently performed to further resect the remaining prostatic and necrotic tissue. Finally, glpvp was used to ablate the remaining adenoma tissue and achieve final hemostasis. There were no intraoperative complications for patient who underwent this procedure. The following postoperative complications were reported: 5 patients had emergency room visits, 3 patients were readmitted, 3 patients had reoperation, 2 patients had recurring bph, one patient had a urethral stricture, and one patient required manual foley irrigation postoperatively. The enucleation procedures were completed using one of two methods: 1) bipolar transurethral enucleation of the prostate (b-tuep) using an energy setting of 200 watts for cutting and 120 watts for coagulation; and 2) thulium enucleation of the prostate (thulep) using the 120 watt vela xl thulium laser. There were no intraoperative complications for patients who underwent these procedures. The following postoperative complications were reported: 6 patients needed manual foley irrigation for clot evacuation due to hematuria (3 from the b-tuep group and 3 from the thulep group), 5 patients had emergency room visits (3 from the b-tuep group and 2 from the thulep group), 1 readmission (from the b-tuep group), 1 patient required reoperation (from the b-tuep group), 1 patient had recurring bph (from the b-tuep group), and 3 patients experienced incontinence (1 from the b-tuep group and 2 from the thulep group). Most patients recovered from the transient urinary incontinence within 3 months. Overall, patients who underwent both types of procedures experienced improvements in their peak flow rate, average flow rate, and postvoid residual urine volume. This report is for the procedures using the greenlight device.

Manufacturer narrative:
Tsu-chen lin, chen-pang hou. Yu-chao hsu, yu chen, kai-jie yu, I-hung shao, and ming-li hsieh. Can the sandwich method be an alternative treatment choice for bph patients with large prostates? Urology, published february 7, 2023. Https://doi.org/10.1016/j.urology.2023.02.043. This report is for the same literature article as manufacturer report: 2124215-2024-15566.

Manufacturer narrative:
Tsu-chen lin, chen-pang hou. Yu-chao hsu, yu chen, kai-jie yu, I-hung shao, and ming-li hsieh. Can the sandwich method be an alternative treatment choice for bph patients with large prostates? Urology, published february 7, 2023. Https://doi.org/10.1016/j.urology.2023.02.043. This report is for the same literature article as manufacturer report: 2124215-2024-15566. Correction provided in: b3 date of event.

Event description:
It was reported to boston scientific via an article published in urology that a retrospective review was conducted to compare the safety and efficacy of the sandwich method of greenlight photoselective vaporization (glpvp) with bipolar transurethral resection (b-turp) to safety and efficacy of the enucleation method to treat patients with benign prostatic hyperplasia (bph). The medical records of 96 patients who underwent treatment between january 2014 and december 2021 were reviewed. From these records, 55 patients underwent the sandwich method of treatment where glpvp and b-turp were combined, and 41 patients underwent enucleation treatment. All procedures were performed at one tertiary medical center in taiwan. All patients were over 50 years and had a prostate volume greater than or equal to 80 grams. Patients with concomitant bladder cancer or prostate cancer, and patients who had lower urinary tract symptoms (luts) luts due to a medical disease other than bph were excluded from the study. The sandwich procedures were performed using the following method: glpvp with a 180 watt greenlight xps laser system was first used to ablate the prostatic adenoma tissue through vaporization to the maximal depth. Then, b-turp was subsequently performed to further resect the remaining prostatic and necrotic tissue. Finally, glpvp was used to ablate the remaining adenoma tissue and achieve final hemostasis. There were no intraoperative complications for patient who underwent this procedure. The following postoperative complications were reported: 5 patients had emergency room visits, 3 patients were readmitted, 3 patients had reoperation, 2 patients had recurring bph, one patient had a urethral stricture, and one patient required manual foley irrigation postoperatively. The enucleation procedures were completed using one of two methods: 1) bipolar transurethral enucleation of the prostate (b-tuep) using an energy setting of 200 watts for cutting and 120 watts for coagulation; and 2) thulium enucleation of the prostate (thulep) using the 120 watt vela xl thulium laser. There were no intraoperative complications for patients who underwent these procedures. The following postoperative complications were reported: 6 patients needed manual foley irrigation for clot "evacuation" due to hematuria (3 from the b-tuep group and 3 from the thulep group), 5 patients had emergency room visits (3 from the b-tuep group and 2 from the thulep group), 1 readmission (from the b-tuep group), 1 patient required reoperation (from the b-tuep group), 1 patient had recurring bph (from the b-tuep group), and 3 patients experienced incontinence (1 from the b-tuep group and 2 from the thulep group). Most patients recovered from the transient urinary incontinence within 3 months. Overall, patients who underwent both types of procedures experienced improvements in their peak flow rate, average flow rate, and postvoid residual urine volume. This report is for the procedures using the greenlight device.